Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 an unexpected cgm application shut off occurred. It was reported that the operating system for the smart device was not a supported system. No additional event or patient information is available. Data was provided for evaluation. Data review confirmed the reported event. The root cause was determined to be an app crash error. Labeling indicates: before upgrading your smart device or its operating system, check dexcom.com/compatibility. Automatic updates of the app or your device operating system can change settings or shut down the app. Always update manually and verify correct device settings afterward.